Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found bent pins on the sidecom board from the cable being improperly attached or removed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sidecom board to resolve the issue. Based on this info, no further action is required.